Event description:
The pt contacted lifescan and alleged the one touch ultra meter was reading high ("in the teens") compared to feelings. Feeling that readings were running high (no symptoms) pt checked into a hospital at the hospital a random lab test was run with a result of 6.8 mmol/l. No treatment was given. The pt also tested against an unknown hospital meter 2 hours after a meal and stated the hospital meter was about 4-5 mmol/l lower as was the reading on an unknown meter at a clinic. The pt takes 4 units of regular insulin and 46 units of n at breakfast, 14 units of r at dinner and 34 units of n at bedtime. Sometime during this occurrence the pt had taken 3-4 units extra insulin. The customer care representative performed troubleshooting and the pt could not verify the unit of measure due to poor eyesight. Also pt could not verify the blood application technique or if the control solution was available. The pt was uncooperative in providing any further information regarding the hospital visit and was unwilling to give further information. Based on the information obtained from the pt there is no indication the product led to an adverse event, however the pt did state that the test strips were difficult to insert. The event is reported as a product malfunction.